Event description:
It was reported that during a long mongestrasse with pyloroplasty procedure, after having closed the tissue between the jaws, the surgeon activated the device. At the first closure of the trigger, the surgeon felt a good tactile feedback and the fire seemed good. At the second and at the third closure, the device didn't work properly. The surgeon didn't feel the impedance of the tissue and the trigger was closed without the usual strength necessary. The instrumentalist opened the stapler and noted that it had not cut or fired clips. There were some clips only at the proximal section. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: damaged firing shuttle. The analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60g cartridge loaded on the device. The returned cartridge was returned partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence with difficulties. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.